Event description:
The customer reported the subject device exhibited air/water flow issue. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with a solid and dark rubber like foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the nozzle was suspected to be due to wear during handling and reprocessing. The reported issue (air/water flow issue) was confirmed. It was observed there was no air/water flow due to a clogged nozzle. In addition, service found the adhesive on the bending section cover was detached, the plastic distal end cover was dented, and the connecting tube was creased. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (subject device exhibited air/water flow issue): the documentation submitted to olympus that came with the returned device indicated that the air channel was clogged. The issue was identified after an unspecified procedure. There was no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined and the foreign material could not be conclusively identified. Olympus will continue to monitor field performance for this device.